Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17633069, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patient was having inadequate stimulation and too much stimulation in non-target area. The leads were believed to be too high. The patient underwent a revision procedure wherein the leads were just pulled down. The patient was reportedly doing well postoperatively. Date received by manufacturer: 10-sep-2015.

Event description:
A report was received that the patient will undergo revision procedure for unknown reason.